Event description:
The customer reported the ventilator restarted and alarmed while in use on a patient. The customer reported there was no patient harm. The respironics service technician reported he was unable to duplicate the customer reported problem, but noted a diagnostic code in the ventilator log history that indicated a ventilator restart. The service technician replaced the cpu board as a precautionary measure. Extended self testing (esr) was performed and all test passed per operating specifications.